Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary for (B)(4): no anomalies found. Full lead returned and analyzed. Additional finding of blood in/on helix mechanism.

Event description:
It was reported that during the implant attempt the physician had difficulty position/fixing the lead. There was also difficulty manipulating the catheter position due to its curvature. The lead was removed and replaced. No patient complications were reported as a result of this event.